Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test in 2009 indicated intermittent receiver stimulator function. The patient was explanted at about 6 weeks later, and the patient was reimplanted with a new device during the same surgery.